Event description:
The customer reported the rod lens of the subject device found to be possibly broken during an unspecified procedure. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported issue. The image was poor due to foreign parts in the optical system. In addition, the eyepiece funnel was broken and the outer tube was slightly bent due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken components could not be determined. It is possible that the event occurred due to the application of excessive force by the user. Olympus will continue to monitor field performance for this device.